Manufacturer narrative:
Device evaluated by manufacturer: report of hole in leaflet was confirmed. Report of stenosis was not confirmed. Leaflet 2 had a 3mm non-transmural damage. Leaflet 3 had a hole of approximately 2.5mm x 1mm, and two non- transmural damages that measured 1mm and 2mm. The leaflet damages and hole were beveled at the outflow aspect, and had typical characteristics of those caused by suture tail abrasion. There were no serrated markings observed on the leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3.5mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. X-ray demonstrated wireform intact. The sewing ring was cut near leaflet 2. As received there were no sutures on the sewing ring. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the product evaluation findings, it is most likely that operational context contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Manufacturer narrative:
(B)(4). The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted after an implant duration of three (3) years, seven (7) months due to moderate aortic stenosis, secondary to a hole in one of the leaflets. As reported, the patient had a pre-operative mean gradient of 20 mmhg and a peak gradient of 25 mmhg. During explant, the surgeon indicated it appeared the implanting physician may have damaged the leaflet with forceps. The device was explanted and replaced with a prosthetic valve. No additional details were provided.